Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused. Piperacillin-tazobactam (zosyn) was found to be ¿running too slowly;¿ however, the pump was not running at 25ml/hour. Nurse manager reviewed and the rate on zosyn infusion was unable to be changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.